Manufacturer narrative:
(B)(4) the customer returned the pump for alleged pump error 3 and pump error 54 alarm found on (B)(6) 2021. The pump passed self test and displacement. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing. Pump errors 54 and 3 were not present in the history download on the event date. Tested with a test p-cap and the test p-cap locked in place properly however, damage to the retainer ring was noted during visual inspection: cracked retainer. Cracked case (battery tube). Battery tube threads - cracked. Cracked keypad overlay. Pillowing keypad overlay. Pump errors 54 and 3 were not confirmed at the event date. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.